Manufacturer narrative:
Other relevant device(s) are: product ID: 3886, serial/lot #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain at the right lead site. The hcp also reported that the stimulation was too high and the patient had an increase in blood pressure. Follow up information received from the healthcare professional (hcp) on (B)(6) 2019 reported that the cause of the trial patient¿s pain at the lead site was possibly due to mal placement. As a step taken to resolve the issue, the patient requested to have the device removed. The hcp noted that the device had been ¿picked up¿. There were no further complications reported or anticipated.